Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands but was not meeting specification due to deformation of the proximal segments. Deformation was evident to the most proximal stent wraps with struts bunched. Slight deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with thrombus. A resolute integrity drug eluting stent was attempted to be used to treat a severely tortuous lesion with 100% stenosis in the lad. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. A 7f introducer sheath, 6f guide catheter and a guide wire were used. The lesion was pre-dilated to 18 atm using a 1.5x20mm and a 2.5x20mm balloon. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used. Positioning difficulty was reported. It is reported that stent deformation occurred while passing through the lesion because of the thrombus and tortuosity. A strut did not detach from the stent. Therefore the stent was replaced by another stent. No intervention was required to remove the device from the patient. No patent injury is reported. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, meaning that the event was procedural related and not device related.

Manufacturer narrative:
Cine image review: a contrast image shows a total occlusion of the lad as shown by the lack of flow of contrast through the vessel. A dilation balloon is delivered to the lesion and inflated. Further pre dilations are performed. Following pre dilation, the tortuous nature of the lesion is revealed. The lesion appears narrow and the white patchy regions along the path of contrast are suggestive of calcification. A stent is deployed in the proximal portion of the lesion in the lad. The outline of stent struts are visible in a non contrast image. A stent is delivered and deployed to the mid lad region. The outline of the stent previously deployed is visible. Another stent is delivered inside the second stent and deployed. The outline of the 2 stents deployed previously are visible. A final angiogram shows the treated vessel with improved flow as shown the flow of contrast through the vessel. It was not possible to confirm thrombus from the images. There were no images showing the reported resistance, positioning difficulty, or stent deformation. If information is provided in the future, a supplemental report will be issued.